Event description:
It was reported the patient underwent a total hip arthroplasty on (B)(6) 2013. During the procedure, surgeon unsuccessfully attempted multiple times to impact an e1 maxrom liner and then an e1 hiwall liner into the acetabular cup. Surgeon then replaced the locking ring and attempted to impact both liners again without any success. As a result, the cup was removed and replaced with a ringloc +54mm cup and hiwall liner successfully. There was a delay of 45-60 minutes due to this event.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. There is deformation present on the underside of the scallops in the liners consistent with being impacted while misaligned with the cup. It is possible that the surgeon had not aligned the liners properly before attempting to impact the liners into the cup. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure. The surgeon is to be thoroughly familiar with the implants and instruments, prior to performing surgery."

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.